Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up out of range impedance values and several episodes of noise were observed due to lead fracture and externalization. The lead was explanted and replaced. The patient experienced no symptoms and was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 53.2 cm was returned for analysis. Internal insulation abrasion was noted at 22.5-22.6 cm and 24.6-24.8 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 22.6-24.3 cm from the distal tip. The svc conductor etfe coating was abraded at this location. One re/rv cable was abraded through toward the inner coil and the other re/rv conductor was abraded under the rv shock coil at 4.5 cm from the distal tip as well as under the svc shock coil at 19.8 cm from the distal tip. This is consistent with the observation from the field of insulation abrasion, lead fracture, noise, and out of range lead impedance.